Manufacturer narrative:
(B)(4). Additional information will be provided following the conclusion of the investigation.

Event description:
On (B)(6) 2017 arjohuntleigh has become aware of a customer complaint on maxi move passive floor lift. It was reported by the customer that the lift lowered quickly by itself and did not stop. No one was injured or hurt as an outcome of this event.

Manufacturer narrative:
Investigation is in progress. Additional details about this event are still being collected. The conclusions will be provided upon the manufacturers investigation completion.

Manufacturer narrative:
On 2017-dec-14 arjohuntleigh has become aware of a customer complaint on maxi move passive floor lift. It was reported by the customer that during the resident transfer, the device lifting arm lowered quickly by itself (although any commands have been activated) and the downward movement could not be stopped. No one was injured or hurt as an outcome of this event. After the event, the device was moved through the arjohuntleigh inspection and lowering pin was found to be pulled out. The technician was managed to re-create the event - when the pin was pulled out from the lifting socket, the lift actuator was winged down under load. The lowering pin is a part of emergency lowering system. If electrical power fails completely due to battery power loss or other electrical malfunction, the lift jib can be lowered by first raising the red colored emergency lowering lever found on the rear section of the mast. Next user should remove the exposed locking pin from its location beneath the red colored emergency lowering lever and use the lever as a crank, turn it in a clockwise rotation. Maxi move emergency lowering system has been designed in a way to provide safe and comfortable resident transfer. Even if the lifting pin is missing, assembly of the emergency mechanism ensure stable connection and any unexpected movement of the lifting arm can result from the lifting pin absence. Reported problem had been analyzed and tested by manuacturer. The evaluation results shows that if the pin was not in its socket it would not lead to descent or any uncommented movement of the device. The lift was still functional and the up / down function could be activated normally. The tests were effectuated under load 150, 350 and 500 lb. According to above information the malfunction (reported by customer) by itself could not lead to any uncommandad movment of the device. There should be present other factors which could cause this failure. The IFU 001.25060.en for maxi move contains information: "if the wind down function must be used, immediately remove the lift from use and contact the arjohuntleigh service department or its appointed distributor." When reviewing similar reportable events registered in the last 5 years, we have found a limited number of similar complaint related to the uncommand movement of the device. Sum up, while the incident occurred the device was not being used for patient's transfer. The root cause was impossible to define despite the analysis of all collected information. During the incident the device was reported by customer to activate lowering function by itself and from that perspective did not meet its performance specification complaint decided to be reportable as there was an indication on sudden and uncontrolled drop (downward movement) if the incident would reoccur there is the potential of serious injury.

Manufacturer narrative:
Additional details were collected. They are being analyzed currently. The mast actuator was being lowered due to locking pin was pulled out- the locking pin was put back in place. The load test was performed and the lift was up to its specification. Additional information will be provided following the conclusion of the investigation.